Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels ranging from 42mg/dl to 524mg/dl. The customer treated low blood glucose levels with glucose, juice and pb and j sandwich. The customer states emt was called, customer was assisted with trouble shooting and mention was off the pump less then 48 hours. The customer over bolus to correct high blood glucose level. The customer was advised to monitor pump and to call hcp to discuss possible causes of low blood glucose levels. The customer declined to trouble shoot for high blood glucose levels. The pump will not be replaced.